Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected and no lines had disconnected. The technical service representative (tsr) had the patient cycle the power and the hc alarmed system error (B)(4). The patient restarted therapy with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.